Manufacturer narrative:
DHR/qn review could not be performed due to batch # not having been provided. Three photos were received by bd canaan of the contaminated used sampled from unknown batch # (p/n 302995). Visual evaluation confirmed one crack on the barrel wall of one of the samples. The crack ran between the middle of the 5ml major grad line at an angle toward the roof of the barrel above the ¿1¿ mark. Further investigation is not possible without the batch #. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause description: undetermined - based on the investigation results to date, root cause could not be determined. Rationale: based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Occupation: process improvement coordinator, quality management and safety. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe 10 ml luer-lok¿ tip barrel syringe obtained cracks during use. No serious injury or medical intervention noted.